Event description:
Pt had bilateral subglandular periareolar 255 cc surgitek gels for involuntary atrophy in 1976. They encapsulated early, right greater than left and are worsening to the point that they are now quite painful. The right has decreased in size. No history of trauma. The pt also complained of systemic symptoms, progressively disabling to the point that pt feels pt is dying and must get implants out. These include: myalgias (positive am stiffness), arthralgias, paresthesias/dysesthesia, swelling, fatigue, sleep disturbances, adenopathy, fevers, night sweats, headaches, visual changes, memory loss, sicca, hair loss, rashes, sensitivity to sun/cold/ethanol, shortness of breath/cough, chest pain, choking sensation, decreased appetite/taste. Oral/anal sores, gu changes, loss of libido and "tm" itching. Pt is otherwise healthy.